Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that, during a surgery, there was difficulty loading an elevate cage on the inserter, and inspection identified that the threads of the elevate inner locking tube were broken. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the device was used multiple times before and was not broken when it was originally received. When this broken instrument was discovered, the instrument never was used on the patient because we could not load a cage on to it, so there is no patient involvement in the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.